Event description:
Related manufacturer reference number:2017865-2022-12340. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead and right ventricular lead exhibited high threshold. Sensing amplitude variation was also noted on patient's right ventricular lead. Programming changes were made. There were no patient consequences.